Event description:
A malfunction alarm was reported, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer received pump reset instructions from technical support and successfully reset the pump, with the malfunction not recurring afterward.